Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Septicemia [sepsis]. Case description: a mother reported via e-mail on (B)(6) 2017 that her (B)(6) daughter used tampax tampon, version/absorbency/scent unknown beginning on an unspecified date, and had septicemia beginning on an unspecified date. She stated that fortunately it was detected a few minutes before her heart was affected. Her daughter was in the hospital for 10 days, and half of that time was on resuscitation. She reported her daughter came out of it. The case outcome was recovered. Concomitant products: none reported. No further information was provided.